Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the devices tried to change the rate on an infusion which happened repeatedly and an audible beep occurred. Nurse stated that after the devices were disassociated, the issue got better. This was reported to bd representatives during their site visit. There was patient involvement but no harm.